Event description:
Accidental ingestion of product [accidental device ingestion]. Diarrhea [diarrhea]. Case description: this case was reported by a consumer via call center representative and described the occurrence of diarrhea in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for product used for unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced diarrhea and accidental ingestion of product. On an unknown date, the outcome of the diarrhea and accidental ingestion of product were unknown. It was unknown if the reporter considered the diarrhea to be related to polident denture adhesive cream. Additional information, a male consumer of unknown age had reported that he happened to swallow polident denture adhesive cream when he ate or drank hot coffee, because the product melted and that he developed diarrhea. He developed diarrhea on days he swallowed the product but on days he did not use the product he did not suffer from diarrhea. He queried if it would be harmful to swallow the product. The call center representative told the consumer that swallowing the product in small amount when used as instructed on product information would not be harmful and that the main ingredient of the product tends to melt with hot food so meals should be cooled before eating. The consumer complained about such message not written on product information and suggested that it should be added to product information as soon as possible. The complaint regarding product information was forwarded to the brand manager. The call ended without confirming consent on local privacy law, so no further information would be available. The action taken for polident denture adhesive cream was unknown. Follow up information was received via call center on (B)(6) 2015. The information updated compared to the initial report was as the following. The consumer swallowed the product because it was melted after lunch and he experienced diarrhea for 3 to 4 days but he was not sure if it was due to the product. The patient experienced accidental device ingestion (serious criteria, gsk medically significant). No further safety information was reported. Call ended without confirming consent on local privacy law, so no further information would be available.